Event description:
It was reported that the fiber was damaged at the tip at 21,428 joules during the procedure. The case was completed with a second fiber. There was no report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture distal to the fiber/cap fusion zone. The metal cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the system's fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or sent the system to standby mode. The circumferential fracture condition may also result in a forward firing condition. The most probable root cause of the device failure was determined to be heat accumulation, likely due to anatomical/procedural factors encountered during the procedure.